Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working during a bolus attempt. Customer indicated that the battery was changed to a recommended battery but the display is blank and does not turn on. Customer does not recall any significant events leading to the error. Troubleshooting was done for blank display. Customer's blood glucose was 355 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display was noted. The insulin pump was received with missing segments due to a cracked connector at the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.